Event description:
"The dr stated that he has seen one case of canaliculitis recently. The dr stated he inserted smartplug in pt approx 1-1/2 years ago and the pt returned recently with canaliculitis. The dr said he used a topical antibiotic and flushed/irrigated the product without incident. The pt's case has been resolved after an additional 1 week of oral antibiotics."